Event description:
The account alleged when patient position module alarms, it is not sending a nurse call. No patient impact.

Manufacturer narrative:
The account found that when they clear the patient position module, it locks the nurse call system up and they have to unplug the bed from nurse call and recycle the power. The account has tried the bed in different rooms and the issue follows the bed. Technician asked the account to hook the sidecom tester up to see what it is showing when the patient position module is alarming. No further information is available on the repair of the bed at this time.